Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings: keypad cover is peeling off the base. All keypad buttons respond normally. The display is dim/fading/reddish. The keypad cover was removed and no contamination was found under contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed display is dim/fading/reddish. This report is made based on results of investigation completed on 06/30/2014.